Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure 810:11 was confirmed. Operational tests were performed and the device functioned properly. The pump was found to be within specifications. No physical damages were found upon internal inspection of the device. The customer's condition was verified through the event history, but could not be duplicated.

Event description:
Customer reported a failure code 810:04. Customer reported there were no patient injuries associated with this report and there have been no incident filed since the last baxter service event. Customer did not have information whether incident occurred during patient infusion. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was